Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 128mg/dl. Reportedly, the customer addresses the occlusion alarms by disconnecting from the infusion set site and disconnecting at the leur-lock to clear alarm. Tandem technical support advised the customer against performing this action as it may introduce air into the infusion tubing. During troubleshooting for the current occlusion alarm, the customer loaded a new cartridge and the pump performed as intended.